Manufacturer narrative:
The customer did not provide further information for the investigation. As limited information was provided, a specific root cause could not be determined. The investigation determined that there is no hint for a general reagent issue. The issue seemed to be locally solved.

Event description:
We received an allegation of discrepant results for 1 patient's sample tested with elecsys total vitamin d g3 (vit. D total iii) assay on a cobas e411 immunoanalyzer serial number 16k4-09 compared to a non-roche analyzer using chemiluminescence method. The same sample first tested on cobas e411and the initial result was < 3.0 ng/ml. The same sample was re-tested on cobas e411 and the rerun result was < 3.0 ng/ml. The results were reported outside the laboratory. The same sample was sent to another laboratory and was tested a non-roche analyzer (using chemiluminescence) and the result was 19.2 ng/ml.

Manufacturer narrative:
The field service engineer (fse) found that the customer was not working with adapters on the cobas e411 rack. The fse recognized that the s/r pipette was too far to one side of the tube, however, this did not cause the problem as the other techniques were fine. At the customer's site, the fse put the reagent on another cobas analyzer (e411 mirror) and it resulted in very low values too. A reagent replacement had been ordered. Investigation is ongoing.